Manufacturer narrative:
The reported communication error #9007 message could not be confirmed to have occurred since no product was received for investigation. The communication error is most likely associated with not having allowed the infusion system to fully authenticate itself after it was powered on before attempting to send the automated programming request (apr); the error is associated with the pcu not connected to the wireless network. The error is a message seen on the computer screen used to generate the apr and is not seen on the pcu screen. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported an increase in 9007 errors indicating the pci is offline and unable to be programmed. The issues began appearing shortly after the go-live of their epic integration. However at the time they were not tracked across the entire enterprise, and they were being dismissed as "wi-fi connectivity issues". Systems manager (sm) was launched and a pcu connection history report was ran. The pcu was last connected at 09:03:12 am est, and the current stated shows "disconnected". In one scenario, the nurse attempted to program a pcu at 16:38 est, but the pcu did not connect until 16:41 est. This connection history stems back to 2018 per the customer, and the diagnosis was performed as a result of the ongoing issues being flagged as wireless infrastructure issues. The customer needs to understand "the default session timing and the fall-back design, where the tcp stack avoids starting a new session, by using a previous tcp session, after multiple connection failures". The issue has not since resolved, and the issues were discovered during patient use. There was no patient harm.